Event description:
During a laparoscopic appendectomy procedure, pneumoperitoneum leaked from the instrument. The surgeon used another device to complete the procedure. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
5/13/97-supplemental report #2 submitted to FDA. Device evaluation indicated in h3 and corrected codes entered in h6.